Event description:
It was reported that the patient felt stimulation when standing up or lying down, but not ¿in between.¿ the patient didn¿t necessarily feel stimulation when sitting. When the battery died, the patient would get a ¿burst in the rear end¿ and then be scheduled for replacement. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3888-28, lot# l69634, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).